Manufacturer narrative:
Follow-up #1: date of submission 12/06/2013, device evaluation: the device has been returned and evaluated by product analysis on 11/27/2013 with the following findings: moisture can be seen from behind the display lens. Performed the leak test and found a leak due to a cracked pump case. Opened the pump case and found further evidence of moisture inside of the pump case.

Event description:
The patient contacted animas on (B)(6) 2013 reporting that they noticed moisture droplets behind the screen on the left side and stated that the display is foggy on the right side. The patient denied cracks or trauma. This report is being made due to the alleged display issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.